Event description:
It was reported that the lens was implanted and removed due to a broken haptic. The incision had to be enlarged to remove the lens. The backup lens was implanted without any issue. The pt's current prognosis was reported as "no problems. Normal post-operative care." This report refers to the pt's right eye. Reference MDR # 1313525-2015-00304 for the lens used during the event.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.